Manufacturer narrative:
Concomitant medical products: product ID: bi71000529, serial/lot #: (B)(4). A representative went to the site to preform a system check out. It was noted that the pendent was intermittently functioning. They replaced the pendant and verified the system functions as intended. The pendant was placed in the test system and it booted as expected. The gantry was up and down and iso wag keys were worn and they were working intermittent and need excessive pressure to be applied to function. Visual inspection shows delamination on the face of the pendant worn pendant keys. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant is having intermittent issues. Radiologic technologist (rt) has to press the button firmly to achieve functionality. There was no patient present when this issue occurred.